Manufacturer narrative:
The customer declined ge healthcare service. No repair information available. Block a1, a2, and a4: no information available. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in unit running on battery power even though the unit is plugged into the power supply during patient use. There was no patient injury.